Manufacturer narrative:
Othis supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device but could not duplicate the reported phenomenon. However the followings were found during investigation; it was confirmed that foreign object that looked like a dry residue adhered to the distal end of the subject device. It was confirmed that foreign object had adhered to the auxiliary channel inside. Analysis result findings about the foreign objects it was confirmed a peak that closely resembled a gascon drop which is dimeticone /dimethylpolysiloxane which helps gas excreting out of patient body by ft-ir analysis. It was detected sodium, potassium, calcium and the like derived from carboxylic acid salts by edx analysis. Based those analyses, which were detected antifoaming agents such as gascon drop and carboxylic acids, omsc speculated that other chemicals and tap water might have been derived. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, omsc surmised that the residual liquid generated by insufficient rinsing in the auxiliary channel of the subject device might have been dripping. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that purple liquid was dripped from the tip of the distal end of the subject device when the subject device was stored. The events occurred as follows; [(B)(6) 2021]: it was reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) by the resident doctor who started to work in (B)(6) 2021 after the unspecified procedure. [(B)(6) 2021]: it was found that purple liquid was dripped from the tip of the distal end of the subject device when the subject device was stored. It was reprocessed as high level disinfection with oer-3 as soon as it was found purple liquid was dripped from the subject device. The subject device was not used to any patient after the reprocessing on (B)(6) 2021 until re-reprocessing on (B)(6) 2021. The user suspected that the inadequate reprocessing without the cleaning adapter might have performed. Since the subject device had been not used between just after last procedure and finding purple liquid dripping, there is no risk of infection to the patients. Also it has been confirmed that there was no abnormality in oer-3.